Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a subacromial decompression surgery the inside of the probe has come loose at the suction attachment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 02-apr-2025. It was confirmed that a part completely detached from the device, but the part was sucked in directly and did not leave the probe. The part could therefore be completely removed from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted wear to the electrode of the device. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error likely due to prolonged ablation and/or vigorous use against bony tissue.